Event description:
A CT scan was performed. The patient presented with a granuloma (diagnosed in (B)(6)) and the neurosurgeon replaced the spinal segment of the catheter at a different vertebral level. The catheter tip was at the t12-l1 level. The granuloma was removed. The patient experienced less than 50% therapy relief in the lower back. The pump contained morphine. The patient¿s status at the time of the report was alive with no injury. The cause was not determined. The issue was resolved following the revision.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).